Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the "patient heard alert tones while using a transceiver." Review of telemetry data showed there were no alerts. The patient indicated the alert tone heard was the same as the sound that is triggered during routine device checks when the programmer head is placed over the device. It was also reported there was a possibility a magnet came in contact with the device and review of the records supported this was the case. The physician spoke to the patient concerning the date of the occurrence and per the patient "the date did not match." Follow up in one month is planned. The device remains in use and no patient complications have been reported as a result of this event.